Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: the black box shows no evidence of load step malfunction on or before the reported date of (B)(6) 2016. The pump is able to load a 100u cartridge and to perform ¿ez-prime¿ steps correctly, no eaw occurred during the investigation, unable to duplicate reported ¿load step malfunction¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the fs circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.